Event description:
This report is for pt 2 of 2. Healthcare professional reports: on 2/25, clinic reference sys inr result 14.56. On 2/26, protime system inr results 30 and 5.2. On 2/26, hospital reference sys inr 3.85. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.